Event description:
It was reported that customer tried inserting a new sensor, but the ipro led would not flash. Upon removing the sensors, it was discovered that the sensor did not have a cannula. Customer inserted the next sensor. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Two opened and used partial enlite sensors were inspected and one sensor cannula was found bent inside of the sensor base. Complaint could not be confirmed for the second sensor. Only two insertion needles and one sensor was returned. The skin irritation could not be reproduced in the lab.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.